Event description:
It was reported that the patient developed an infection shortly after a implantable cardioverter defibrillator change procedure. Medical treatment including intravenous antibiotics was given to the patient to treat infection. The patient recovered from the infection.